Manufacturer narrative:
Manufacturer's investigation conclusion: the reported potential outflow graft thrombus or occlusion could not be confirmed through this evaluation as no imaging was provided and the device was not returned. A review of the submitted log files revealed the device was operating as expected at the set speed. No unusual events or alarms were captured. Multiple attempts for additional information were sent to the customer; however, no additional information has been provided at this time. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) until they expired on 11nov2024 (MFR# 2916596-2024-07536). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had a computed tomography angiography (cta) to rule out an outflow graft thrombus or occlusion. The patient's log files were submitted to review waveforms for any abnormalities. Following review of the log files by tech services, it appeared there was no data that suggested an obstruction. Tech services recommended the patient undergo an echocardiogram or cta to rule out obstruction. Both the event and periodic log files appeared to capture routine events and there were no notable alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.